Event description:
This lv lead was implanted on (B)(6)2010 and remains implanted as of this time. Additional information received on (B)(6)2016 stating that this lead was involved with oversensing.? The physician was dr.(B)(6).. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).